Event description:
Subsequent to the initially filed report, the following information was received:the access site was confirmed to be the right common femoral artery. A 12f sheath was used prior to insertion of the prostyle device. The evar procedure was completed with the 12f sheath. No additional information was provided.

Manufacturer narrative:
E1 - facility name: (B)(6) hospital. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that suture placement in an unspecified access site was attempted with a prostyle device using the pre-close technique prior to an endovascular aneurysm repair (evar) interventional procedure. The suture of the first prostyle device was successfully pre-placed without issue. Reportedly, the suture of the second prostyle device was not attached to the needle when the plunger was pulled back. The suture of a third prostyle device was successfully pre-placed. The evar procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Facility name: (B)(6). Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.